Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra link meter had a funny blue line on the display. The reporter noted that the funny blue line across the display was present whether the meter was on or off. The patient did not develop any symptoms before, during or after the issue. The patient did not take any action as a result of the product issue. No additional troubleshooting was performed on the issue. This complaint is being reported because the product issue was not resolved. The patient did not experience any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.